Manufacturer narrative:
The investigation of the user interface holder has been finalized. The fse (field service engineer)was on site and investigated the device. We have received the pictures of the broken interface holder. The reported failure/defect could be confirmed, and it was found that the flange of the head shaft was broken away. The flange is a part of the fixing mechanism at the bottom of the head shaft for the support hinge to the panel. The broken flange implies that the panel unit has been exposed to high mechanical forces. The consequence to this kind of mechanical damage is that the panel gets detached and in a worst case falls off the ventilator carrier. Our conclusion into this matter is that the panel has been exposed to a mechanical force greater than it is designed to sustain. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the user interface holder broke. There was no patient involvement. (B)(4).